Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, mid left circumflex (lcx) artery. A balance middleweight guide wire was placed in the lcx and another guide wire was placed in the obtuse marginal (om) artery. Pre-dilatation was performed with two nc balloons, (2.0 x 10 mm and a 2.5 x 10 mm) after which a 3.5 x 24 mm non-abbott drug eluting stent was deployed at 10 atmospheres. After the stent was deployed, the guide wire in the om was observed to be jailed. During removal of the bmw guide wire from the om, it was observed that the tip of the guide wire had separated and remained in the vessel. The patient was sent for coronary artery bypass graft (CABG) and the tip of the guide wire was removed. The patient is currently in ICU and improving. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The reported tip separation was confirmed. The investigation determined the reported difficulties and treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.